Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
It was reported that following procedure, a cardiac tamponade occurred which required a pericardiocentesis to stabilize the patient. It was reported that the tamponade was related to the procedure itself and not related to the device.